Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that an occlusion alarm occurred. A system check was performed and the occlusion was found to be within the cartridge. It was reported that air bubbles were observed within the tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 383-384 mg/dl.